Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter product ID ne u_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 11-oct-2008, UDI#: (B)(4); product ID: neu_unknown_prog, serial/lot #: unknown, ubd: 11-oct-2008, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine. It was reported that a granuloma was discovered during magnetic resonance imaging (MRI). The clinic opted to evacuate the morphine from the pump and replace with saline. Programming was done incorrectly by the registered nurse (rn) and the patient was over infused with medication remaining in the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. In regards to actions/interventions taken to resolve the issue, the patient was admitted, monitored, and discharged. At the time of this report, the issue was resolved. Surgical intervention did not occur and was not planned.